Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced multiple hardware parts including the ise electrodes, reference electrode, sample reference valve, ise reference block, ise buffer valves, ise reference valve, and the ise buffer syringe to resolve the issue. (B)(4).

Event description:
The customer reported low potassium (k) patient results on their au680 clinical chemistry analyzer. The results were reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event and after the event. Refer to (B)(4) for low k results generated on (B)(6) 2019 and case-(B)(4). For low k results generated on (B)(6) 2019.